Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 13. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and numbness. No further patient complications were reported.